Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during thrombectomy with the stent retriever (subject device) for a very hard clot located in middle cerebral artery (m2 segment). After successful clot integration, the physician could not pull the retriever with the clot in the direction of the intermediate catheter. The physician used excessive force and the platinum wire of the retriever broke. The physician removed the intermediate catheter with the clot, retriever and completed the procedure without clinical consequences to the patient.

Event description:
It was reported that during thrombectomy with the stent retriever (subject device) for a very hard clot located in middle cerebral artery (m2 segment). After successful clot integration, the physician could not pull the retriever with the clot in the direction of the intermediate catheter. The physician used excessive force and the platinum wire of the retriever broke. The physician removed the intermediate catheter with the clot, retriever and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection of device revealed that the retriever pusher wire was separated on its distal section at approximately 1.8cm proximal to the stent proximal end. Visual inspection revealed that the pusher wire was bent at the separated section. The pusher wire proximal section and shaft coil were not returned. For analysis. The retriever stent was examined and the three platinum markers were present at the retriever distal end. The hydrophilic coating was examined and no anomalies were found. No functional testing was performed due to the damaged condition of the returned device. Information available indicates that the device was prepared as per the dfu, no anomalies were noted after unpacking,continuous flush was maintained, no resistance was felt during use and sufficient time was allowed for clot integration. During withdrawal, it was reported that the clot was squeezed and fixed at the tip of the intermediate catheter and more force than usual was necessary during this procedural step and it appears that the pusher wire was bent first, then likely fractured due to the higher than normal tensile force applied as a result of being unable to withdraw the clot into the intermediate catheter. Per the device dfu, "if undue resistance is met when withdrawing the retriever into the microcatheter, consider extending the retriever using the abbott vascular doc guidewire extension (ref 22260) so that the microcatheter can be exchanged for a larger diameter catheter such as a dac catheter. Gently withdraw the retriever into the larger diameter catheter." From the damage to the retriever's pusher wire and the kinks in the corewire, it appears the device was handled excessively which resulted in the damage on the device. Therefore an assignable cause of use error was assigned to the reported and analyzed (break, kink) retriever damages.